Event description:
Allegations of severe chronic fatigue, poor sleep, pruritus around both breasts without evidence of rash, mild cough with occasional dyspnea on exertion, arthralgias of the feet and hands with intermittent swelling, parasthesias of the fingers and feet, dizziness, decreased concentration and memory and easy bruisability.